Event description:
It was reported that this pacemaker and right atrial (ra) lead had observations of noise that was oversensed by the minute ventilation (mv) sensor causing inappropriate mode switches. It was noted that the device was updated to the new software update to help mitigate this issue. No additional adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.